Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual inspection, a cut/slice/hole on tubing near ¿y¿ junction was observed. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set broke "near the y junction". This occurred during prime. There was no patient involvement. No additional information is available.